Event description:
A trapezoid rx lithotripter compatible basket was used during a stone removal procedure (patient age, gender and weight unknown) in 2007. According to the complainant, "when the package was opened, it was found that the tip of the basket was [detached]." The procedure was completed with a second trapezoid rx lithotripter compatible basket. At the conclusion of the procedure, the patient's condition was reported as "ok".

Manufacturer narrative:
Visual examination of the returned device revealed residue, which indicated that the device had been used (contrary to the event description). There was no tip on the basket, which confirmed that the tip had detached. The cause of the tip detachment is unknown. A review of the complaint database did not identify any additional complaints for this lot. The device history record for this lot was reviewed; no anomalies were noted. The february 2008 15-month lithotripter basket product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.